Manufacturer narrative:
Concomitant medical products: 388833 pain stim lead, 388833 pain stim lead, 3708220 neuro extension, implanted: (B)(6) 2011; 97714 pain stim ipg, 977a260 pain stim lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.